Event description:
Rptr had tmj surgery in 1982. The dr used MFR's implants, although she complained many, many times she was ignored by the attending physician. She has been chronically ill since the implants were put in her jaws and she will be ill until her death as a result of the breaking up of these implants that dissolved into her body. There is no cure and there are no surgeries that can help the damage done to her body as a result of the implants and she is considered unemployable. She has had no finances available to seek medical attention since 1994. She did not have medical coverage and she cannot obtain medicaid. The government stated she is not sick enough. Hrs rejected her case in 1996. C/o anxiety, fibromyalgia, eyesight problems, depression, cysts on both kidneys, severe jaw problems, chronic fatigue, sleep disorder, daily pain. (Also see 1008913)